Manufacturer narrative:
Findings: the engineering evaluation of the returned partial ch3258 kit confirmed the leakage issue originating from the spinning spiros connector. Detailed analysis of the involved component manufacturing and assembly processes which included equipment, inspections and work instructions was performed. The team identified several improvements focusing on the press, test operations and welder station processing sequences. The automated assembly process now has a sensor that 100% verifies the presence and proper placement of the componentry (o-ring on the female luer). The work flows were modified, additional detailed assembly instructions were implemented and affected employee training was performed.

Event description:
Complaint received reporting a leakage issue with use of ch3258, primary multi-drug oncology kit. It was reported that the leakage occurred when initial use of the kits clave bag spike and spinning spiros connector. There were no reported adverse patient/operator outcomes and or consequences. Device return: one (1) used set-up consisting of a partial ch3258, primary multi-drug oncology kit segments mated/attached to a primary pump plumset. The kits clave bag spike was not returned. Engineering testing and analysis of the returned set-up was performed. The partial ch3258 set-up was pressure leak tested to 25 psi. The results recorded leakage originating from the spinning spiros in the ch3258 spike adapter assembly. Additional engineering evaluations of the affected components was performed. The results identified the leakage was coming from the spinning spiros components blue half seal between the half seal and the spiros body.